Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-11292. It was reported that the patient presented for an implant procedure. It was noted that there was difficulty placing the atrial leads and the patient had a tortuous superior vena cava. Once placed, a stylet could not be delivered into the lumen of the leads and the set screw would not extend or retract. The physician believed the lead malfunctioned. The leads were replaced successfully. The lead was stable.

Manufacturer narrative:
The reported events of stylet could not be delivered into the lumen and helix mechanism issue were confirmed. A complete lead was returned in one piece. The helix was retracted and clogged with blood and overtorque of the inner coil consistent with procedural damage was visible. After cleaning the helix and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. Unable to insert the stylet beyond the connector region due to overtorqued inner coil consistent with procedural damage. Apart from procedural damage, the lead was otherwise normal.